Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease. It was reported the patient programmer (pp) was eating up 2-3 sets of batteries every month. This was noted to be an out of box failure. The patient noted he had "heavy duty" batteries in the pp at the time of report. Patient services reviewed with the patient to not use "heavy duty" batteries, but the patient noted he had also used (B)(6) batteries and it did not make a difference. The patient noted that a manufacturer's representative (rep) recommended getting a new pp. No patient symptoms were reported regarding this event. The patient later reported that he did not think the pp was very well designed as they have small numbers that old people have a hard time seeing. The patient noted that his system worked for him. Additional information was received from the patient. It was reported that the unit was used six or seven times per week for seven to eight hour periods. The patient couldn't use it lying down as he got increased pulses. The battery unit got warm when charging. No steps had been taken to resolve the issue. It was noted that the unit was not user friendly in many ways and the on/off indicator was very small.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.